Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2008. Revision procedure was performed on (B)(6) 2015 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown ; manufacture date - unknown.